Event description:
It was reported that the cannula was pulled out by mistake when going to the toilet due to which patient experienced high blood glucose level on (B)(6) 2026. The blood glucose level was high for less than one hour and patient changed the infusion set and resumed insulin.

Manufacturer narrative:
E1: event city: (B)(6). Event country: spain. Name: medtronic minimed. Country: united states of america. Street address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.